Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported being diagnosed with peritonitis in (B)(6) 2014. The pt as found to not properly adhere to aseptic technique. The pt was treated with antibiotics and has been able to resume cycler-dependent pd treatment with no further issue. Medical records have been requested.